Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site indicated that saline was present in the needle during testing of the device; however, during the biopsy, it appeared that no saline was present. Additionally, the user reports that as a result, the tissue chamber filled with blood, making it unclear if tissue was acquired or not. The user further reports that saline did not appear to flow during lavage either. It is reported that due to the saline flow issue, more cutting cycles were required, and the patient developed a hematoma. Reporting indicates that the procedure was completed with the same device, and no additional medical or surgical intervention was required. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue has not been confirmed. Scars were created as containment, and corrective actions were implemented by the suppliers, to address complaints with similar issues, just as saline poor / low flow issues in the saline tubing line in the device. According to the device history record (DHR) review, device functionality for this lot was verified during line quality inspections. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site indicated that saline was present in the needle during testing of the device; however, during the biopsy, it appeared that no saline was present. Additionally, the user reports that as a result, the tissue chamber filled with blood, making it unclear if tissue was acquired or not. The user further reports that saline did not appear to flow during lavage either. It is reported that due to the saline flow issue, more cutting cycles were required, and the patient developed a hematoma. Reporting indicates that the procedure was completed with the same device, and no additional medical or surgical intervention was required. No further information is currently available.